Manufacturer narrative:
Lot 17b042 was manufactured february 22, 2017 - february 23, 2017. The actual sample was received at the plant for analysis containing approximately 20 ml of fluid in the device bladder. Visual inspection on the returned unit via the naked eye noted the lip of the fill port had been chipped off. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor broke while filling with saline. This event occurred before use of the device. There was no patient involvement. No additional information is available.